Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the device. The noise was suspected to be external in origin. The device remains implanted and the patient was in good condition following the event.